Event description:
It was reported the irrigation port of the cool path duo catheter broke during an ablation procedure. The catheter was replaced with another cool path duo and the procedure was completed with no adverse consequences to the pt. Add'l info was requested but was unavailable.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.